Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the user installed the tubing into the device and started the infusion. Approximately a few min. Later it was noted that the tubing was leaking below the safety clamp from split in the tubing. The nurse stopped the infusion and replaced the set. There was no report of patient harm. The event occurred in the emergency department.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer report that the tubing split and leaked was confirmed. Visual inspection showed a cut on the tubing above the distal smartsite port, running across/perpendicular along the tubing, and approximately 0.10 inch in length. Functional and pressure testing resulted in a leak from the cut. The root cause of the observed damage was not identified.